Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) testing at right way medical, the device experienced an occlusion alarm during a flow rate test. The failing values were not provided. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. Corrective action included recalibration of the 30 psi parameter to 270 and the 4 psi parameter to 390. The prior calibration values were not available. CAPA-15 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) testing at right way medical, the device experienced an occlusion alarm during a flow rate test. The failing values were not provided. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. Corrective action included recalibration of the 30 psi parameter to 270 and the 4 psi parameter to 390. The prior calibration values were not available. No patient involvement was reported.